Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device was not communicating and the screen was black. The customer restarted the device multiple times without success. Remote smart service shown the station as offline, and the customer confirmed there were no power or network issues at the site. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device was not communicating. A field service engineer (fse) identified that the device would not power off when the control board for drawer 5.1 was connected and replaced the control board to resolve the issue. After the repair, the fse tested the system and was unable to reproduce any errors or failures in either the main application or the test application, confirming proper operation. The system functioned as intended after field service engineer repaired the device.